Manufacturer narrative:
Lot number was previously unknown, but later identified. Lot number is 63677011. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to the engineering evaluation findings. Sections g6, h2 and h6 - type of investigation findings, investigation findings and investigation conclusions have been updated. A product risk assessment was generated earlier in order to cover the balloons with fragmentations for embolectomy products. A corrective action is not required at this time. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported, that a 120805f fogarty catheter had a balloon rupture. During a right femoral cutdown thromboembolectomy with angio. They were using different sizes of fogarty catheters. Each time they injected the appropriate amount of fluid, the balloon would burst. The staff did get a catheter to work, after going through so many. There was no patient injury reported.

Manufacturer narrative:
Our product evaluation lab received one 120805f catheter. Balloon latex appeared deteriorated and discolored. Multiple cracks and tear were evident on the balloon latex. Leakage was observed through the tear on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal winding to check balloon edges at the tear and did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from catheter body. The lot number was not provided. Therefore, a review of the manufacturing records could not be completed. Customer report of balloon rupture was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes, which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.